Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed low impedances on the lead. Intraoperative testing confirmed ipg also exhibited low impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.